Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration (uf) volume was 3780 ml during cycle 11. The probable cause was determined to be insufficient drain due to use error (tidal uf removal set too low). Product surveillance contacted the patient's dialysis nurse on (B)(6) 2010. She stated that the patient received a kidney transplant (B)(6). The nurse stated she does not have the patient's chart, but doesn't remember the patient reporting any symptoms of overfill. No further information was available. This event meets the criteria for overfill.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The hc was evaluated by the product analysis lab (pal). No failure or malfunction was identified that could have caused or contributed to the iipv found during evaluation. The assignable cause of the iipv was determined to be an insufficient drain (use error-tidal ultrafiltration removal set too low). Review of the service history reveals the hc passed all required tests and calibrations prior to its release from baxter. Review of the labeling finds the hc apd systems at-home guide is sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).